Manufacturer narrative:
(B)(4): the customer called for parts identification for the patient connector and paddle set. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called for parts identification for the patient connector and paddle set.